Manufacturer narrative:
Concomitant medical products: 3058 interstim ipg, implanted: (B)(6) 2017; 3889-33 interstim lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. Upon entering the pocket it was noted that there was blood ingress in the lead completely. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead was ext rinsically breached due to a cut. The outer insulation of the lead was observed to have blood ingression. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with the helix extended and tissue in the helix. The outer insulation is cut at 22 cm with blood ingression. If information is provided in the future, a supplemental report will be issued.